Event description:
It was reported to medtronic neurosurgery that the patient experienced severe headache and nausea and vomiting while at their home, and was unresponsive upon their arrival at the hospital¿s emergency department on (B)(6) 2013. The report states that the patient presented with stroke, hydrocephalus, encephalopathy, and respiratory failure. According to the report, the patient was connected to the device to relieve intracranial pressure, and that they were transferred to the ICU. The report states that the tubing of the device was misidentified as being IV tubing, and that 40ml of vancomycin was mistakenly administered through the ventricular catheter which resulted in an increase in the patient¿s intracranial pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.